Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia and suspected the ilet was not delivering insulin; the user had changed the infusion set twice and had been announcing meals to receive insulin, while the agent observed repeated cgm-to-ilet connectivity interruptions on the bionic report and advised that dexcom app values are not integrated with ilet, instructing use of the ilet mobile app to verify g7 connectivity. Symptoms included elevated blood glucose readings. Outcomes included correction of glucose to 165 after continued pump use and no alarms or hospital care. Investigation included agent review of device data and real-time troubleshooting and education on cgm offline status and proper app usage. Investigation of this case revealed intermittent cgm disconnection from the ilet, which led to periods without insulin dosing, with no evidence of a pump alarm condition or hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.